Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent. The cause of and the treatment for the cloudy pd effluent was not reported. The cloudy pd effluent was noted in the evening on the date of onset and it was recommended that the patient visit the emergency room (no further detail was provided). It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was not recovered from the event and dianeal/extraneal therapies were ongoing. No additional information is available.